Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.